Manufacturer narrative:
The axium prime coil was returned without the introducer sheath. The axium prime pusher was found to be broken distal to the break indicator. Upon further inspection the axium prime coil pushwire was found to be kinked at ~145.6cm from broken end. The release wire was found to be present. This is indicative of manual detachment attempts at these locations. The coin was found against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. Under microscope, the jacket was removed to gain access to the coin. The lumen stop and the retainer ring were found to be visually acceptable. A manual detachment was then attempted by retracting the release wire, successfully detaching the device with no issues and no resistance encountered. No other anomalies were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still detached. However, the cause could not be determined. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its defensive dispenser coil. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. There is no indication that the event is related to a potential manufacturing issue. Since the instant detacher used during the event was not returned, any contribution of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil failed to detach. Two attempts were made with the instant detacher. The physician attempted to detach once using the hypotube, and it still would not detach. Subsequent coils were implanted using the same microcatheter. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a stryker microcatheter.